Event description:
During an unk procedure, it was reported by the affiliate that the staples were not delivered. There was no patient consequence.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received in good physical condition. The instrument was examined and was found to be functional and was cycled, fired, and properly formed the remaining 18 staples without incident. No conclusion could be reached as to why the reported "staples were not delivered" during surgery. Co reviews each incident as it occurs in an effort to continuously improve co's product sand process.